Event description:
It was reported that this patient performed a patient-initiated interrogation (pii) and a red call doctor icon was observed. A boston scientific latitude customer support specialist instructed the patient to unplug the communicator and plug it into a different power source. The icon was still present, and the patient was referred to the clinic. Review of the remote data identified the alert was for an out-of-range shock impedance measurement of 134 ohms. The system remains in service and no adverse patient effects were reported. It was reported that review of the stored data from the past year identified a couple of spurious shock impedance measurements of 125 ohms; however, the average trend was approximately 100 ohms. The patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient performed a patient-initiated interrogation (pii) and a red call doctor icon was observed. A boston scientific latitude customer support specialist instructed the patient to unplug the communicator and plug it into a different power source. The icon was still present, and the patient was referred to the clinic. Review of the remote data identified the alert was for an out-of-range shock impedance measurement of 134 ohms. The system remains in service and no adverse patient effects were reported.